Manufacturer narrative:
Manufacturing review:the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection:the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as an 16mmx4cm balloon. The distal portion of the balloon was returned exposed from the introducer sheath. The introducer sheath was returned accordianed at the proximal end of the sheath (near the hub). In addition the distal end of the sheath was returned flared. The accordianed sheath and flared distal tip are likely due to excessive retraction force during an attempt to remove the balloon. No other anomalies were identified on the device. Functional/performance evaluation:an attempt was made to remove the balloon from the introducer sheath, but this was not successful. The balloon was advanced distally outside the sheath with little resistance. Fiber disturbance was noted 5.2cm from the distal tip and the polyimide was visible at this location. The fibers on the balloon were removed and a longitudinal rupture was identified approximately 4.4cm from the distal tip of the balloon and measured approximately 2.1cm in length. No other functional testing could be performed due to poor sample condition (i.e. Ruptured balloon). Medical records review:no medical records have been made available to the manufacturer. Image/photo review:no medical images have been made available to the manufacturer. Conclusion:the device was returned. Based on the returned sample condition, the complaint investigation is confirmed for a longitudinal balloon rupture as well as sheath retraction issues. It is likely that the reported balloon rupture contributed to the retraction issues. Per the reported event details, the patient's vessel was heavily calcified. Therefore, it is possible that patient issues contributed to the balloon rupture. However, the definitive root cause for the balloon rupture could not be determined based upon the available information. Labeling review:the atlas instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the MFR. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the MFR for eval. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a pta balloon ruptured during the second inflation at 15 atm in the svc. The health care provider reported there was difficulty retracting the pta balloon through the sheath. The hcp further reported that the balloon and sheath were removed together as a single system while maintaining original access. Another balloon was reportedly used to complete the procedure. There was no reported patient injury.